Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4). Device was enabled prior to shipment to customer causing premature battery depletion.

Event description:
It was reported that prior to implant, the device was at eol. The device was not implanted. No patient was involved with this event.